Event description:
Procedure: splenectomy. According to the article: intraoperative severe bleeding was caused by an accidental injury of hilar vessels and incomplete transection with the endostapler requiring transfusion.

Manufacturer narrative:
Tracking number (B)(4). Initial report sent to FDA on (B)(4) 2012.